Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the insulin flow block alarm was resolved by changing complete set. Customer stated that there was blood on cannula of infusion set. Customer stated that the infusion set was leaking. Customer reported bleeding stopped. Customer reported that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.